Manufacturer narrative:
One device was returned for analysis. Visual inspection found a broken left plunger case. Review of the event history log (ehl) showed a check clutch alarm. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to a damaged plunger left case and plunger tube. As a result, the plunger tube, lead screw, worm gear and coupling, style position pot, and main board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was not calibrated successfully. During physical inspection, it was found that there was a check clutch alarm. There was no patient involvement, no patient injury was reported.